Manufacturer narrative:
An event regarding assembly issues involving a centrax duration 26mm x 50mm was reported. The event was confirmed. Method & results: device evaluation and results: there is no damage to the metal shell articular surface. The bearing insert that is assembled with the metal shell and the snap ring looked unremarkable. The spacer clip was not returned therefore no visual could be performed. The snap ring was examined with the aid of a stereo microscope at magnifications up to 50x. Scratches were observed and a portion of the lip that engages when assembled with the bearing insert were found to be deformed. The damage is consistent with the intra-operative reported attempt to assemble the devices. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation determined the likely root cause of the reported event to be the result of incorrect intra-operative assembly technique. This is supported with the snap ring¿s visual inspection where it was noted a only a portion of the lip that engages when assembled with the bearing insert was deformed. If additional information becomes available, this investigation will be reopened.

Event description:
During bhp surgery, when the surgeon assembled the bipolar cup and metal head, the locking ring didn't lock. Therefore the surgeon changed the bipolar cup to another size product.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During bhp surgery, when the surgeon assembled the bipolar cup and metal head, the locking ring didn't lock. Therefore the surgeon changed the bipolar cup to another size product.